Manufacturer narrative:
Date of event: aware date of 24jan2021 used as event date is not clear.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Post-implant, the patient was having a computed tomography (CT) scan of the lung and by chance the watchman device was noted to not be in the laa and had embolized to the aorta. The device was percutaneously snared out of the aorta with no issues. The patient was discharged the same day.